Event description:
Affiliate reported that on (B)(6) 2014, the removal surgery of the device was conducted due to the suspected occlusion. Further information would be provided as soon as (B)(6) receive from the facility.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual inspection of the device found that there were needles holes in the needle chamber, but no defects were observed. During the functional testing of the device it was noted that an occlusion was found in the cam mechanism. When the occlusion was cleared that device was irrigated again and no occlusion was present. Further testing of the device when tested for leaks found that the device only leaked from the needle holes in the needle chamber. It was also observed that the device failed the pressure and programming test and when examined under appropriate magnification biological debris could be seen throughout the device, which appears to be the root cause for the problem reported. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.